Event description:
It was reported the hardware was removed from the patient due to infection. The patient will be treated for the infection and new plates will be implanted at a later date. The hardware removal surgery was successfully completed this is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. According to scanned documentation in the DHR, psi device (B)(4) was manufactured, etched, inspected, cleaned and forward for plasma treatment as per model specifications supplied by (B)(6) 2014. No inconsistencies were found during these processes. There were no nonconformance reports issued against this work order (or its raw material). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.